Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative noted the subcutaneous implantable cardioverter defibrillator (s-ICD) was eroding out of the pocket. The patient was then hospitalized and monitored for almost a week. The physician then noted the pocket was not healing so a revision procedure was performed where the s-ICD and electrode were explanted due to infection and erosion. There were no additional adverse effects reported.